Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of obstruction/occlusion is listed in the proglide instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved with a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, when the patient was in observation, it was discovered that there were no distal pulses. The patient was taken back to the office based lab. Pedal access was attempted but unsuccessful. Popliteal access was obtained and blood flow was restored by performing a balloon angioplasty of the femoral artery. Manual compression was used to achieve hemostasis at the popliteal access site. No additional information was provided.